Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 95 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed that the customer may be over calibrating with food. The customer stated to monitor the issue and to take in account what they eat with they calibrate the sensor. The customer was advised to call back if they had any issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.